Event description:
Physician experienced difficulty in placing the stent across the lesion. After numberous attempts to cross the lesion, the physician withdrew the stent into the guide catheter and removed everything. New guide placed. After the new guide was placed, a left main dissection was noted and the dissection was treated with a stent.